Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented remotely via merlin.net transmission, non-sustained rv oversensing was observed on the device. Upon session record review, pseudo-fusion was occurring and atrial pacing was blanking out r-waves allowing ventricular pacing to not capture. Programming changes were recommended. No further information available.